Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the too strong calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 12 atm. The procedure was completed with the original device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the too strong calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 12 atm. The procedure was completed with the original device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination identified no tears in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified. The pinhole leak was noted at 3mm distal from the proximal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified a kink in the hypotube. The kink was located at 38.6cm distal from the strain relief. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.